Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm model #: sc-4316 lot #: 15320269 description: next generation anchor kit-sterile the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason. No further information will be provided to bsn.

Manufacturer narrative:
Additional information was received that the reason for the explant procedure was that the device had reached the expected number of years for a product to be useful. No device malfunction was suspected. It was also reported that the missing silicone from the torn eyelet of the clik anchor was not left inside the patient¿s body. Sc-1110 234845: the device functional test was performed to ensure the device integrity. No anomalies were found. Sc-2218-70 (464042/487782): the lead was cut during the explant. X-ray inspection found no cable breakage except the intentional cut. Sc-4316 15841922: the clik anchor was a missing silicone material from one of the torn eyelets

Event description:
A report was received that the patient underwent an explant procedure for unknown reason. No further information will be provided to bsn.